Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported difficult to position and the reported material deformation was able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the xience alpine everolimus eluting coronary stent system instructions for use states: note: if unusual resistance is felt before the stent exits the guiding catheter, do not force passage. Resistance may indicate a problem and the use of excessive force may result in stent damage or dislodgement. Maintain guide wire placement across the lesion and remove the delivery system and guiding catheter as a single unit. The investigation determined the reported difficulties appear to be related to circumstances of the procedure and subsequent use error. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: (2) bmw. Guide cath: alr 1_2 5f medtronik. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified de novo distal right coronary artery that did not have any tortuosity. Two unspecified balance middleweight guide wires were advanced towards the lesion, and a 3.0 x 12 mm trek balloon catheter was used for pre-dilatation. Then, a 4.0 x 15 mm xience alpine stent was advanced; however, it met resistance with the proximal part of a 5f non-abbott guiding catheter. The stent delivery system was advanced further and met resistance again in the distal part of the guiding catheter. Therefore, the device was removed with difficulty from the guiding catheter. The procedure was aborted because there was too much contrast that would have damaged the patient renal system. Additionally, a flared strut was noted on the xience alpine stent; it is not confirmed whether the flared strut was there before advancing the device inside the anatomy or due to resistance with the guiding catheter. All the devices were removed as a single unit. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.